Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the third party usb data cable, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available, it's reasonable to conclude that the likely cause of the reported power issue was that a shorted accessory cable (the third party usb data cable) was connected to the device's system connector.

Event description:
The customer contacted physio-control to report that their device powered itself off. This occurred when the customer plugged a third party usb data cable into their device. There was no patient use associated with the reported issue.